Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc count in the platelet product. The disposable is not available for return. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Donor unit# (B)(6). This report is being filed due to a device malfunction that has potential for injury. No medical intervention was necessary for this event.

Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. Signals in the rdf indicate that the elevated wbc content in this procedure was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, substate changes, etc) in the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related. It is also possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Investigation eval and corrective actions are in-process. A f/u report will be provided.